Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was found to have failed due to a broken slide rail. A field service engineer replaced the slide rail and both the rail and drawer position were adjusted to ensure proper alignment. The drawer was tested afterward and was accessible without any issues, confirming that the repair was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.